Event description:
A peritoneal dialysis (pd) patient's contact reported the pd patient's catheter was replaced. Upon follow-up, the pd patient's clinic registered nurse (rn) reported the patient's pd catheter was replaced on an unknown date in (B)(6) 2021 due to drain issues during pd treatment. The pd catheter was replaced in clinic and the patient was able to resume pd therapy without issue. There was no patient harm or adverse event, and no medical intervention was required. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).